Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. Noise was present during some of the episodes. There was some undersensing due to the low intrinsic amplitudes. The sensing vector at the time of the shocks was set to the secondary sensing vector. The high energy shock impedances were in the 140-to-160-ohm range. This is high but within normal limits. There was one shock for ventricular tachycardia which increased the arrhythmia to ventricular fibrillation. Technical services discussed the electrograms and impedances with the caller. There were no additional adverse patient effects. The system remains implanted.